Event description:
It was reported that several days after insertion of the midline catheter the clinician noticed a leak at the insertion site. This was noticed when administering saline and other drugs. As a result the catheter was exchanged for the patient. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn# (B)(4). It was noted the clinicians allege this occurred multiple times. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. A sample will not be returned for evaluation.